Event description:
Unable to remove foley catheter. Urologist consulted-unable to deflate balloon or remove foley catheter. Pt taken to radiology for removal of foley kw-ultrasound guided removal foley catheter-successful transcatheter puncture of foley balloon and tube removal.